Event description:
It was reported that the delivered inappropriate shock due to atrial fibrillation/atrial tachycardia with rapid ventricular response (rvr). The physician decided to leave the device programmed as it was when the patient presented to the clinic. The patient will be scheduled for an av node ablation to prevent similar episodes. There were no adverse health consequences, the patient was stable.